Event description:
According to the reporter, the patient was admitted to the hospital on (B)(6) 2022 due to the discovery of elevated creatinine for 4 years, anorexia or poor appetite and shortness of breath for 2 days. On the day of admission, temporary hemofiltration catheterization was performed in the right femoral vein and hemodialysis was performed after the operation. At 10:30 on (B)(6), the nurse found that the temporary deep venous tube and the fixed wing were broken (has a crack) while they were changing the dressing of the patient's right femoral vein temporary hemofiltration tube. There was no impact on the patient and there was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a1, a4, a5a, a5b, b5, d6b, e1(first name, last name, phone number), e2, e3, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the hospital on (B)(6), 2022 due to the discovery of elevated creatinine for 4 years, anorexia or poor appetite and shortness of breath for 2 days. On the day of admission, temporary hemofiltration catheterization was performed in the right femoral vein and hemodialysis was performed after the operation. At 10:30 on (B)(6), the nurse found that the left side ring of the suture wing failed and it was broken (sutured wing near the bifurcate was broken/had a crack) while they were changing the dressing of the patient's right femoral vein temporary hemofiltration tube. It was also mentioned thatthere was a possibility that garment/clothing might have contributed to the issue. The stitches did not hold. The catheter moved out of place due to securement wing issue and the catheter had not been maintained in place and it partially slid out. Tego was not utilized and there was no luer adapter issue. The catheter was unable to be fixed. Iodine volts was the cleaning agent used on the device and iodine volts disinfection was performed on the insertion site prior to product placement. Nothing unusual was observed on the device prior to use, flushing was not done prior to use and there were no other products being utilized with the device. The device was repositioned to resolve the issue and it was replaced. There was blood loss of about 10ml and blood transfusion was not needed. No intervention/treatment was required as a result of the event. The event did not result to patient having tissue damage. There was no impact to the patient and there was no reported patient injury.